Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there is an error on the station and database was bloated. A technical support specialist shrinks logs and database to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) device data base was bloated. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.